Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment of urinary incontinence, they experienced injuries. It is unknown if the device remains in the patient. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, the company was unable to determine if the device met specifications, and the company was unable to determine the specific relationship of the device to the event.